Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tortuous and calcified peripheral vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another mustang balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tortuous and calcified peripheral vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another mustang balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Mustang balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 43mm in length and extended from a position 1mm distal of the proximal markerband to 5mm distal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.